Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted three days post-implant as the lead had been inadvertently positioned in the coronary sinus instead of the ventricle. A new rv lead was successfully implanted. No additional adverse patient effects were reported.